Manufacturer narrative:
The customer provided the information that they replaced the user interface pcba, which resolved the issue.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported getting alarm led failure when setting up the unit. The customer contacted product support and reported 1105 error code in the significant event logs. Product support advised of the suspected power switch overlay. The customer reported that the unit was not in use on a patient.